Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adoptions or unevenness. The instructions for use manual describes ¿how to distinguish and cope with an abnormal situation". Normal cause for images not appearing: the camera head's video connector is not connected to the camera control unit. The endoscope is not connected to the camera head. The electrical contacts and optical connections in the video connector are dirty. In conclusion, the root cause was not identified; however, it was identified that this was an issue of the faulty cable.

Manufacturer narrative:
Due diligence for this event was executed. There is no additional information available for this event. The event date is unknown. Supplemental report(s) will be filed if any information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date of the device is not available. The user¿s complaint was confirmed. Upon inspection, the device yielded no image because of a faulty cable unit. The cause for the faulty cable unit could not be determined.

Event description:
As reported for this event, at the beginning of the procedure the device yielded no image. The procedure was completed using a similar device. There was no adverse impact to the patient.